Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's readings weren't specified, but the customer stated that it was a 90 point difference. The customer stated that the cannula was bent. The customer declined to troubleshoot. The customer's sensor was replaced and will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed the test. The sensor cannula was found bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.